Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the articular surface was not locking in the tibial base plate. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual evaluation of the returned articular surface identified compressed dovetail feature. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in nexgen cr-flex fixed bearing knee surgical technique (97-5952-02, rev. 1) pg. 15-17. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Model #: (01) 00889024263505. Medical product stemmed tibial component precoat. Item# 00598002702. Lot# 63503824. Reported event was unable to be confirmed due to limited information from the customer. No product was returned; therefore, visual and dimensional evaluations could not be performed. The provided picture shows no visible damages. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.